Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received no delivery alarm. The customer's blood glucose was around 300 mg/dl at the time of incident. The customer's blood glucose was 600 mg/dl at the time of call. The customer's mother stated that they treated the high blood glucose with manual injections. The customer's mother was unable to troubleshoot for no delivery alarm and high blood glucose at the time of call. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The reservoir will not be returned for analysis.